Event description:
It was reported that a patient underwent an obturator sling procedure for the treatment of stress urinary incontinence on (B)(6) 2009. Immediately following the surgery, the patient experienced pain in the upper part of her legs and difficulty moving her legs. She was reportedly told that the sling had migrated within her body. The patient continues to experience leg pain, nerve pain, abdominal pain and difficulty walking.

Manufacturer narrative:
(B)(6). Pain occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient was informed that the sling had migrated within her body and she had surgery to remove the sling, but it was not successful. She continues to have multiple complications, including erosion, leg pain, and nerve damage, abdominal pain, difficulty walking. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient has experienced persisting pain affecting both her thighs, mostly ieft than right subsequent to sling implantation surgery.

Manufacturer narrative:
Resubmission with the correct file number. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.